Event description:
It was reported that a pump has a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval. Is in progress. When the eval. Is complete a supplemental report will be submitted.